Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient was calling to ask why the approved medications are the only ones that were supposed to be in the pump and how they got approved. The patient was going to get a second opinion because the physician had removed the dilaudid from the pump and fentanyl and he only has ¿marcaine¿ in his pump. The patient¿s physician wanted to add fentanyl back into the pump but the patient didn¿t want it and stated he was very sensitive to fentanyl. The patient further stated that now he has neuropathy and the physician did a few dura injections not related to the pump and the patient can take 2-4 800mg ibuprofen and a couple of lyrica to help out the neuropathy. The patient had a lousy back and would be having an MRI to check his back, not related to the device or therapy. The patient would also be having a sleep study to check on the apnea.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine and fentanyl via an implantable pump for spinal pain. The drug concentrations and dose rates for both pump medications were unknown. It was reported that the patient's pump "shut off on it's own" (stall) 2 months ago (B)(6) (2021 is considered an approximate date of event; specific month and year known only) and last year (2020). They were events where the pump recovered. Refer also to MFR report 3004209178-2020-14026 for prior event (stall last year). It was further reported that there were no environmental causes. It was noted that the pump helped the patient, but he felt he was sensitive to fentanyl as he was on a lower dose. The patient was considering what the manufacturer recommended. At the time of the report, it was reviewed that the medication placed into the pump is based on clinician medical expertise. It was further reported that the patient had events where he would fall asleep spontaneously, and that he was tired all the time. On (B)(6) 2018 the patient had an event where he fell asleep at the wheel and totaled a car. At the time of the report, it was asked if they could clarify the date of this event as it was prior to the implant date, but they could not otherwise confirm the date. The patient's dose had been lowered, but he may ask for a different drug to be placed in the pump. It was further noted that the patient was to have ablations performed on his neck. The patient was to follow-up with their healthcare provider to discuss the next steps.